Event description:
It was reported that the device caused burned on the patient's both buttocks. Patient was laid on top of the blanket, instead of blanket being draped on top of her. Then urinated onto blanket during the procedure.

Manufacturer narrative:
D10 concomitant product: ccalima22, ccalima22 calima blower 220-240v (serial#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a2, a4, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the blanket was functioning correctly prior to and during the procedure. The patient was laid on top of the blanket, instead of the blanket being draped on top of the patient. Then the patient urinated onto the blanket, which caused burns on the patient's buttocks. The blanket temperature was set to 42 degrees celsius halfway through to 38 degrees celsius and was with the patient for two hours and 30 minutes. There were no signs of burns after the procedure and noticed the following day. The patient was referred to plastics, and the wound was cleaned.